Event description:
It was reported that during a laparoscopic sigmoid colectomy for small non-infiltrating tumor. At time of surgery cdh29p was fired as per the IFU. Anastomosis was seen to be well perfused under icg imaging. Two well formed complete tissue doughnuts were observed. Air leak test was negative. 2 days post op patient passed a small amount of wind and faeces and felt sudden and intense pain in his pelvic area. Was placed on antibiotics overnight. CT day 3 showed fluid in pelvis and patient was returned to theatre. Anastomosis was seen to be clam-shelled open on the anterior aspect. No evidence of necrotic tissue. Distal portion (rectum) had formed staples through mucosa. There were no staples observed in the proximal end (colon). The proximal tissue edge looked well perfused and did not appear to be torn. Posterior aspect of anastomosis was intact. Hand-sewn closure of distal portion was done and illeostomy formed.

Manufacturer narrative:
(B)(4). Date sent: 2/27/2026. D4: batch # 555d86. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 555d86, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? ¿ sigmoid colon cancer what surgical procedure was performed? ¿ laparoscopic sigmoid colectomy did the patient receive any preoperative chemotherapy or radiation? ¿ none were there any issues experienced with the device in the initial surgical procedure? ¿ none what healthcare professional fired the device and what is his/her experience with the device? ¿ sarah rennie; consultant general surgeon; extensive and recent experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ in the middle of the gap (the orange bar) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? ¿ yes, the nurse joyes is assiduous about counting it out for us was a purse string device used or a triple firing technique used? ¿ prolene purse string were there any issues with device use/firing? ¿ none what confirmation was received that the device completed the firing sequence? ¿ the green check mark, plus the normal noises of the device firing was the green checkmark visible at the end of the firing? ¿ yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ 2 total (4 half turns) was there any difficulty removing the device? ¿ none was a complete transection of the white breakaway washer visually confirmed? ¿ yes were the donuts inspected? If so, please describe. ¿ yes (this is documented in op note) two complete donuts no narrow or transected areas were there any issues noted with staple formation? If so, please describe the shape and location. ¿ none, leak test negative (insufflation) how many days postoperative did the leak occur? ¿ post operative day 2 how was the leak identified? ¿ patient pain and acute sepsis, CT scan confirmed what was observed at the site of the leak upon reoperation? ¿ hemi circumferential dehiscence of two edges of healthy appearing bowel. How was the leak addressed? ¿anastomosis inspected. Anterior 40% circumference dehiscence of staple line without evidence of necrosis, trauma, or inflammation. Nil evidence stercoral ischmia as all faeces soft. Proximal and distal bowel well perfused, pink, moist without evidence of ischemia, compromised blood supply, or significant edema. Distal bowel (rectum) with staples in situ. No overlying necrotic tissue. Proximal bowel edge (colon) no staples seen throughout entire margin. Nil evidence of necrosis and mucosal edge healthy-appearing. Posterior bowel walls still well-apposed and left as is. Proximal mucosa trimmed 2mm of tissue with healthy bleeding edge. Anastomotic defect closed in 2 layers with 3/0 pds.¿ what is the current status of the patient? ¿ in hospital with slowly resolving wound infection, possible low output fistula from the dehiscence/leak site this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. Correction: h6. Additional information was requested and the following was obtained: what were the indications for surgery? ¿ sigmoid colon cancer. What surgical procedure was performed? ¿ laparoscopic sigmoid colectomy. Did the patient receive any preoperative chemotherapy or radiation? ¿ none. Were there any issues experienced with the device in the initial surgical procedure? ¿ none. What healthcare professional fired the device and what is his/her experience with the device? ¿ (B)(6); consultant general surgeon; extensive and recent experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ in the middle of the gap (the orange bar). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? ¿ yes, (B)(6) is assiduous about counting it out for us. Was a purse string device used or a triple firing technique used? ¿ prolene purse string. Were there any issues with device use/firing? ¿ none. What confirmation was received that the device completed the firing sequence? ¿ the green check mark, plus the normal noises of the device firing. Was the green checkmark visible at the end of the firing? ¿ yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? ¿ 2 total (4 half turns). Was there any difficulty removing the device? ¿ none. Was a complete transection of the white breakaway washer visually confirmed? ¿ yes. Were the donuts inspected? If so, please describe. ¿ yes (this is documented in op note) two complete donuts no narrow or transected areas. Were there any issues noted with staple formation? If so, please describe the shape and location. ¿ none, leak test negative (insufflation). How many days postoperative did the leak occur? ¿ post operative day 2. How was the leak identified? ¿ patient pain and acute sepsis, CT scan confirmed. What was observed at the site of the leak upon reoperation? ¿ hemi circumferential dehiscence of two edges of healthy appearing bowel. How was the leak addressed? ¿anastomosis inspected. Anterior 40% circumference dehiscence of staple line without evidence of necrosis, trauma, or inflammation. Nil evidence stercoral ischmia as all faeces soft. Proximal and distal bowel well perfused, pink, moist without evidence of ischemia, compromised blood supply, or significant edema. Distal bowel (rectum) with staples in situ. No overlying necrotic tissue. Proximal bowel edge (colon) no staples seen throughout entire margin. Nil evidence of necrosis and mucosal edge healthy-appearing. Posterior bowel walls still well-apposed and left as is. Proximal mucosa trimmed 2mm of tissue with healthy bleeding edge. Anastomotic defect closed in 2 layers with 3/0 pds.¿ what is the current status of the patient? ¿ in hospital with slowly resolving wound infection, possible low output fistula from the dehiscence/leak site.